Event description:
It is reported that approx six (6) months ago, the end-user developed a little ulceration which began at the 6 o'clock position of peristomal skin; today end-user reports of a large ulceration described as painful with a bluish hue, extending from the 3 o'clock of the 6 o'clock position of peristomal located under the convex ostomy wafer. It is further reported that end-user does not need convexity and stoma protrudes approx up to one inch. Lastly, treatment provided with a thin duoderm spot hydrocolloid dressing.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. It is reported that end-user cleanses the area as follows: washes with water; pats dry; applies a thin duoderm spot hydrocolloid and has since switched to a flexible stomahesive one piece appliance. End-user was instructed to continue with the current treatment and to see his surgeon upon his return home from vacation; in addition, he was instructed to notify convatec with any questions or concern. Lastly, end-user has thrown away the box; therefore, the lot number is not available. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted. (B)(4). The actual date of event is unk, so the date used was the date convatec became aware. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.